Event description:
It was reported during the pt's permanent procedure, lead diagnostics showed high/invalid impedance values for the scs lead. Subsequently, the lead was report which replaced which resolved the issue.

Manufacturer narrative:
Results: the complaint for "invalid impedance" could not be confirmed for the (3228) penta lead. As received, the lead was complete and in good condition. The penta lead passed all function tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.